Manufacturer narrative:
Additional information: d10. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and the collet knob were tight. The polyethylene terephthalate tubing [pett] measured 2.7 cm in length. The basket formation was flat in appearance. The wires in the basket formation appeared to be crossed. The support sheath was bent at the base of the mlla. The support sheath is bowed. Functional testing determined the handle actuated the basket formation to the open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was not the proper shape. One "loop" of the basket was intertwined with the other, giving the basket a flat shape instead of the proper basket shape. The provided information stated the issue occurred during the 3rd pass when the device was used. It is likely the basket wires experienced an external force that caused one part of the basket to become intertwined with the other. It is likely there was a procedural related factor such as the size/location/shape of the stone(s) that caused or contributed to the issue. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 23oct2019.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a percutaneous nephrolithotomy of the left kidney, a ncircle tipless stone extractor was used three times throughout the procedure and after the third time the basket formation "lost its shape". The ncircle tipless stone extractor was then removed from the procedure and another new same device was used to complete the procedure. It was reported the patient did not experience any adverse effects due to this occurrence.